Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer blood glucose value was 350 mg/dl. Troubleshooting was performed. The customer was admitted into hospital on (B)(6) 2014 at 4:30 pm. The blood glucose value when admitted to hospital was 1264 mg/dl. The customer complained about incoherence. The customer was off the pump prior to hospitalization for less than 48 hours. Customer had diabetic ketoacidosis several years ago and had a coma. The product was not returned for analysis.